Event description:
Device was implanted on 10/03/94. The balloon and cuff were revised on 10/05/94. The balloon was removed from the pt on 11/18/96, during a bladder augumentation surgery, and replaced.